Event description:
Patient presents to my clinic with prior attempted care using smiledirectclub product. Her bite is significantly worse, gingival recession is now present that wasn't there before, and immediate intervention is necessary to correct the harm that has been done. Dates of use: (B)(6) 2018 - (B)(6) 2018; diagnosis or reason for use: malocclusion.